Event description:
Event description cpi received information that this ventak mini ii implantable cardioverter defibrillator (ICD) delivered a shock in sinus rhythm. It was reported that the shock may have been related to emi in the hospital.